Manufacturer narrative:
(B)(4). Only event year is known: 2020. Batch #: u5a12c. Device analysis: the analysis results found that one pcee60a device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have holes in the tyvek from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product are 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that before an unknown procedure, the stapler was delivered with a puncture through the outer package and sterile package. There were no patient consequences reported.